Event description:
On (B)(6) 2012, a doctor reported that a spike of a transfer set had disconnected from the port of a uv twin bag. The actual sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The product code was provided on (B)(4) 2013. This is a product not distributed in the us and does not have a 510k number. The sample was received. A visual inspection, leak test, and a clamp function test were performed with no issues noted. The reported problem could not be confirmed via the sample. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined.